Manufacturer narrative:
(B)(4).

Event description:
Doctor's assistant reported that the patient came to the medical office with crown mobility, they realized that the ilpc342u abutment was fractured. They removed the upper part of the fractured abutment and rescheduled the patient and removed the lower part of the screw at a subsequent visit.

Manufacturer narrative:
One certain low profile one-piece abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is confirmed to be fractured. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.